Manufacturer narrative:
Product event summary: the balloon catheter, 2af284 with lot number 49776 was returned and analyzed. Visual inspection of the balloon catheter showed it was intact with no apparent issue. Smart chip verification indicated the catheter was used for 6 injections. Performance test did not show any system notice. The catheter passed the performance test as per specification. Dissection showed a guide wire lumen kink at 1.4615 inches from the tip of the catheter. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the proximal part of the balloon catheter kinked inside the left atrium. The balloon catheter was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.